Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient expired on (B)(6) 2019 due to right ventricle failure. No alarms occurred in association with the event and the pump reportedly functioned as intended. The center reported that the pump would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 3 years, 5 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired due to right ventricular failure. It was noted that the device worked as intended and will not be returned for evaluation.